Manufacturer narrative:
The unit did not have a button response due to corroded keypad traces. The excessive no delivery alarms could not be confirmed due to an unresponsive keypad. The unit had a cracked reservoir tube lip.

Event description:
The customer called in to report a no delivery alarm and an unresponsive keypad. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 177 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.